Event description:
It was reported that during the implantation of the intraocular lens (iol), the trailing haptic was broken. The lens was explanted by cutting in the lens in half. Afterward, the backup lens was implanted. These were carried out in same surgery. The incision was enlarged a little during the removal and replacement. One day after the operation the visual acuity was fine. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under the microscope revealed that the returned lens had one haptic detached (and was not returned with the device). Also, several particles were observed on the optic body. The lens condition is consistent with a lens that was explanted from the patient's eye. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.